Event description:
The light panel, product code 89-9501, was alleged to be melting at the bend while on the retrctor, product code 89-9500. Add'l info rec'd in 2002 revealed the complainant was unaware of any pt injuries resulting from the melted light panels. The complainant was unable to provide any light panel lot information nor any add'l event details.